Event description:
Patient reaction with first use dialyzer, not preprocessed. Patient complained of dizziness, chest pain, difficulty breathing. Treatment resumed with a competitor dialyzer

Manufacturer narrative:
The factory reviewed the test record of the questioned lot number for sterility and limulus test for pyrogens which were performed prior to shipment; no abnormality was noted. Retention samples from the same lot were tested for limulus pyrogen test, hemolysis test, pyrogen (rabbit) test, acute systemic toxicity, and intracutaneous toxicity test. No abnormality was determined. Co is unable to determine the cause of the incident.